Event description:
It was reported that during an unspecified procedure, a guide wire breakage occurred. The lesion was located in the peroneal artery. The physician was performing an angiogram and the tip of the v18 control wire detached in the peroneal artery. No attempts were made to retrieve the separated portion. No further pt injuries or complications were reported. Pt status is listed as "fine."

Manufacturer narrative:
The complainant indicated that the device wire has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.